Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. Pss emailed patient physician listings per request information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt described they have been unable to get the recharger to recognize/connect with their neurostimulator (ins) in order to recharge the battery. Pt stated their ins had been off for a while (long time like years/maybe the last 5 years or probably the last 4 years). Pt said were experiencing knee pain so they had had tried unsuccessfully to charge the ins for relief but had to have knee surgery. Pt said they had a 2nd knee surgery and wanted to try again to recharge ins to reduce the pain. Pt said they tried previously (before the 1st surgery) to get ins to connect for recharging and recently this past week (3 days or so ago) tried again. Pt denied seeing eri/eos messages while commenting the battery may be dead b/c they have not used it in so long. Pt asked if there was any way of checking it such as getting together with one of the tech to see if it is still working. The patient was redirected to their healthcare provider to further address the issue. Pt said they do not have a managing hcp. Pss reviewed longevity patient requested assistance with possible od/eos neurostimulator. The patient also commented during today's call their implant is slanted and was concerned with the way the ins battery was positioned could be preventing ins from properly connecting with recharging antenna (rtm) to recharge battery. Pt said they noticed when last trying to recharge ins this past week (3 days or so ago) the antenna did not sit flat on top of battery. The patient was redirected to their healthcare provider to further address the issue. Pt said they do not have a managing hcp.